Event description:
The patient reported she had tried samples of an insulin infusion set and decided to order 2 boxes. She said that when she inserted the first infusion headset and tried to prime, her insulin infusion device [competitor product] sounded like the battery was running down. She stated she changed batteries, but the sound continued. She said she then tried the cartridge with another infusion set and the sound stopped. The patient stated she waited a week and then tried an infusion set from the same box and the same thing occurred. Once again, she switched to a different type of infusion set and the sound stopped. The patient was advised to try an infusion set from the second box and to call back with her results. On follow up, the patient stated she tried an infusion set from the same box with a full cartridge and had no problems, but stated she woke up at 3 a.m. In 2007 with a blood glucose reading of 239 mg/dl. She said she took off the tubing and primed which went through without error so she reattached to her device and bolused. She stated the bolus appeared to go through, but about an hour later, she woke up to a blood glucose reading of 282 mg/dl. She said she tried an infusion set from the second box and it also occluded so she tried a different type of infusion set. She stated she has not had any issues with it. She stated she tried the tubing from a sample of the infusion set with a headset from the boxes at issue and it has worked without error. The patient stated he believes the tubing is the issue with the 2 boxes of infusion sets that she has. She stated her blood glucose levels are currently within the normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.